Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was 6.6 mmol/l and the bg finger stick was 2.1 mmol/l. Although the patient was not aware that he had any symptoms of hypoglycemia, his spouse and daughter indicated that he appeared drunk, unaware, and unable to communicate properly. The spouse gave him a sugary drink (lucozade) and he fell asleep for 30 minutes. After he woke up he did not remember the event and felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.